Event description:
It was reported to philips that the device experienced a spark problem between the paddles and paddles door during the auto-test. There was no report of patient involvement. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The reported issue was confirmed and the cause was traced to a faulty paddle tray. The part was ordered. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the paddle tray. The part was confirmed ordered, shipped, and replaced return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.